Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter was reverting to set up mode. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue began on (B)(6) around 7:00am. The patient manages her diabetes with lantus insulin (fixed dose of 32 units at bedtime), metformin 500mg (2 tablets morning and evening) and januvia 100mg (1 in the morning). The patient stated she tests her blood glucose four times a day (before meals and at bedtime) and claimed her normal blood glucose range is between 4.0 ¿ 9.0 mmol/l. Prior to the alleged meter issue, the patient stated she last tested her blood glucose with the subject meter on (B)(6) 2014 between 9:00-10:00pm. The patient stated the result was 8.8 mmol/l and was within her normal expected range. The patient denied making any changes to her usual diabetes management in response to the alleged meter issue however reported developing symptoms of ¿throwing up and shaking¿ four to five hours after the meter issue began. In response to the symptoms, the patient stated she stayed at home and rested and reported feeling better by the following evening. During the follow-up call, the patient stated she associated her symptoms with her ¿blood glucose¿ but also with another health condition. The patient claimed she was not sure what may have caused or contributed to her symptoms. The patient stated she did not test her blood glucose on any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no misuse of the device. The csr walked through resolving the issue and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.